Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted upon implanting the right ventricular (rv) lead, the lead had exhibited unspecified capture problem. The lead was removed for an attempt to reimplant in a different spot. Upon removing the lead, it was noted that the distal end of the lead had insulation breach and was twisted. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of insulation damage, ¿insulation was getting twisted¿, and capture anomaly were not confirmed. As received, a complete lead was returned. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.